Manufacturer narrative:
Section h10: (h3) the evaluation noted that the event reported based on review of all available information, there is no evidence to suggest that the reported event is not related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during the initial surgery the (B)(6) y/o female patient's right patella was undersized and positioned quite medially. Lateral edge riding high causing pain. Removed and cut 4mm fresh bone and increased the size to 35mm patella. Good coverage and good tracking. Patient was last known to be in stable condition following the event. Removed piece was disposed of by the facility.